Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture after deployment of the capio device on the patient's right side, and it took the physician a long time to find the detached piece. Subsequently, the dart was removed from the patient using forceps. Reportedly, the suture was tensioned during deployment of the device. The procedure was completed with the same capio device and another prolene suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.